Event description:
It was reported that interrogation showed loss of capture and oversensing on the atrial lead. It also showed loss of capture on the left ventricular lead. The patient has pacer syndrome with vvi pacing. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.